Event description:
The customer called technical support (ts) reporting that the device stopped working while on a patient; no patient harmed. Heated high flow not working properly. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. Patient was on ventilator using hft with no issues. The patient was repositioned, after that the ventilator stopped flowing and gave a cannot meet target flow alarm. The device was switched out with a different device to use on the patient. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The ventilator would not provide much flow and produced the same alarm. The customer replaced the circuit, and the ventilator now flows the 80lpm requested with no alarms. Advised this is a known condition when there is restriction to flow in the patient circuit or nasal canula. Further information is pending.

Manufacturer narrative:
The circuit replacement resolved the flow issue and with no alarms noted.